Event description:
The customer reported that the ventilator's alarm sounds weak and muffled. The manufacturer found the ventilator's alarm did not sound during testing.

Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.